Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-jul-18 reported the serial number of the (B)(4) (clinician pr ogrammer) that was used to set up pump for a total pump tubing priming bolus was (B)(4). It was noted that the priming bolus had not been cancelled. The patient did not exhibit overdose symptoms. The patient was stable and was responding as expected following major back surgery the day after surgery. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving clonidine (concentration 1000 mcg/ml, dose 489.2 mcg/day), bupivacaine (concentration 10 mg/ml,dose 4.892 mg/day) and sufentanil (concentration 4500 mcg/ml, dose 2201.5 mcg/day) additional drugs: dilaudid 15 mg/ml, dose 7.338 mg/day; ketamine 500 mcg/ml, dose 244.61mcg/day, via an implantable pump. A possible overdose event occurred on this report date during post-op; patient had lumbar fusion, after fusion was completed, the pump was replaced due to normal depletion of device. Patient had his original pump catheter implanted in 2004, just before pump was replaced, the doctor was advised that pump catheter will need to be aspirated to remove drug so that new pump tubing and catheter can be primed after replacement, so that patient has continued pump infusion therapy and should the catheter prove difficult to aspirated, the new pump would need to be back table primed, to remove the sterile water from the pump's inner tubing. If the sterile water was not removed, the patient would have a break in therapy at the time the water reaches the tip of the catheter. The back table prime would take 20 minutes. The doctor stated absolutely no back table prime, it was late at night and surgery had been long. Once the new pump had the drug inside, the doctor attempted to aspirate the catheter and was only able to aspirate about 0.1 to 0.2 ml of fluid from catheter. The company representative informed the doctor that they needed at least 0.5ml to be considered a cleared catheter and that patient would have a break in therapy due to water in pump tubing. The doctor verbalized understanding. Prior to the replacement, the company representative read the new pump and added in patient information, drug concentration, and infusion information and set up pump for a total pump tubing priming bolus, with the expectation that the catheter would be aspirated and the pump tubing and catheter would be needing to be primed. After the pump was finally replaced and closed, the new pump was updated, but the company representative had not changed the priming bolus to no bolus. The catheter was bolused over 21 minutes. The pump was updated at about 10:55pm. A report was given, by anesthesiologist and circulating nurse to the intensive care unit (ICU) nurses, where patient was to be monitored after back surgery, for the next 5 days. The company representative mentioned possible break in therapy, and handed ICU nurses a copy of patient's pump report. The company representative (rep) left ICU at 11:30p. While at home, at 12:50am, the rep realized the pump had been updated with a priming bolus (pump tubing and catheter primed) and called the ICU where patient was being monitored and informed ICU nurse of the concern. The doctor had aspirated 0.1-0.2 ml from catheter but there was no way of knowing how much drug was still in catheter and patient could experience overdose symptoms. The ICU nurse verbalized understanding and stated patient was currently stable and vital signs were taken every 15 minutes. The rep then left message for his manager regarding the event. It was further noted that the actions taken included notifying the nurse in ICU, patient was in a monitored unit in the hospital. There was no change in orders. The rep followed up with ICU nurse the next morning and surgeon. The patient was doing well, stable and would become alert when sedation medication was limited. The nurse stated he responded well and was in obvious pain from surgery. Patient was to stay intubated for at least a couple days. There was no change in care due to event. The doctor was informed of the priming bolus and all she said was that patient will be fine. No diagnostics tests were done. No further complications were reported. Surgical intervention did not occur and was not planned. At the time of this report, the issue was resolved, patient status was "alive - no injury".